Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she has difficulty establishing communication between the ipg and charging system. The pt stated any movement during charging will result in the loss of communication. A replacement charging system was sent to the pt to address this issue. F/u info identified the replacement charging system did not resolve the issue. The pt f/u with her physician who advised the ipg depth is normal. The physician noted that there was scarring on the ipg pocket site which may cause the ipg to pull in one direction and not lie flat. The sjm rep met with the pt and provided alternative charging positions and reprogramming. It was reported the pt continues to experience the reported issue and is considering surgical intervention to remove the scs system.